Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were visit to emergency room due low blood glucose on (B)(6) 2021 with blood glucose was unsure at time of incident and thinks it may had been in the 50 mg/dl. Customer had eaten and bolused for a thick peanut butter sandwich. Customer was treated with food and glucagon. The insulin pump will not be returned for analysis.